Event description:
It was reported that the device was explanted approximately after implant duration of 0.80 months, due to endocarditis. The source of the infection is unk. No further details were provided.

Manufacturer narrative:
Device not returned.